Manufacturer narrative:
No medwatch form was rec'd from the rptr. Any missing or incomplete data on this form 3500a is the result of info not being provided or released by the rptr, despite multiple attempts to obtain the required info. Records of these attempts are documented in the complaint file. The product was being used for treatment, not diagnosis. The pt is reported to be in good condition with no complications or sequela as a result of this event. All portions of the broken blade were returned, indicating that no unretrieved device fragments were left in the pt. Visual inspection found no damage to the teeth of the inner or the outer blade and no damage to the inner hub. No signs of extended use. A minor dimple in the locking area was found on the outer hub indicating side loading and excessive pressure. Visual and dimensional inspection showed that the shaft fractured causing approx a 1/2 inch portion of the tip to become detached. Functional inspection showed that the blade would load properly into the handpiece. Performance tests were performed at the user facility using a new blade with the same part number and could not duplicate the failure as noted with the device in question. IFU statements include, but are not limited to: excessive pressure applied to blade may cause blade fracture. Should a blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the blade are retrieved and removed from the pt. Unremoved blade fragments may cause tissue damage to the pt. This is the first report of this type on this blade lot. While it is not common for a powered bur/blade to break, our data shows that on rare occasion, a serious injury (si) or surgical intervention has occurred due to a break resulting in a device fragment. Most blade fragments are easily removed from the pt without add'l intervention or direct harm and allow the surgical procedure to proceed as intended. The FDA guidance declares that if a malfunction has caused a death or si even once, then it means it is "likely" to recur. Given this guidance and our experience with blade breaks, any blade break resulting in a device fragment is submitted as a reportable malfunction.

Event description:
Mid-case during sinus surgery the blade tip broke. The blade tip was easily removed without the use of add'l equipment or procedure and the original procedure proceeded as intended without any significant delay in the surgery. There was no adverse pt consequences or sequela reported.